Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that her blood glucose elevated to 450 mg/dl in 2007 at 6pm. Her normal blood glucose level is below 180 mg/dl. She stated she felt dizzy, confused, thirsty, and was vomiting. She bolused 6 units of insulin through her infusion device and her blood glucose lowered to 380 mg/dl. Two hrs later her blood glucose lowered to 260 mg/dl. She tested in the middle of the night and her blood glucose had elevated to 411 mg/dl and she bolused 5 units of insulin. Five hrs later her blood glucose measured 455 mg/dl and she again bolused. When she woke up her blood glucose measured 386 and she ate and bolused 4.5 units of insulin. Her blood glucose elevated to 390 mg/dl then lowered to 380 mg/dl she then injected 4u of insulin via syringe and her blood glucose lowered to 180 mg/dl. She stated that after she changed her infusion site for a 3rd time her blood glucose began to lower. She stated that she had used an area near her back that she had never used before. She stated that while removing her insulin cartridge she pulled the cartridge from the infusion device and insulin spilled into the cartridge compartment. She was able to dry the insulin from the infusion device. Troubleshooting did not reveal and issues with the infusion device. Upon follow up on four days later, the pt stated that she had recently been sick and she believed that caused the elevated blood glucose and her readings are slowly getting better. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.